Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a blood recipient set had separated from the tubing which resulted in blood leakage. This was observed after the device was spiked with a 1l bag of blood. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the spike was observed completely separated from the chamber. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.